Event description:
Customer reported that a revision surgery took place for a broken exeter stem.

Manufacturer narrative:
An event regarding a crack/fracture involving an exeter stem was reported. The event was confirmed based on review f the returned device and medical records. Method & results: device evaluation and results: material analysis report (mar), dated 23-april-2019. Concluded: the hip stem fractured in fatigue with the final fracture occurring in overload. Damage was observed near the location of fracture origin, consistent with contact against a hard object. Eds showed the stem was consistent with astm f1586, which is consistent with the drawing. The eds spectra for the head was consistent with astm f1586 as well. However, the catalog number for the head could not be determined and therefore consistency with the drawing could not be determined. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined for the hip stem. Medical records received and evaluation:a review of the provided x-rays by a clinical consultant indicated: suboptimal cup position in low inclination with a recessed lower cup rim in a hip with dysplastic characteristics has contributed to bony impingement with fatigue build-up over time until ultimately a fatigue fracture occurred after 20-years requiring revision surgery. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: material analysis of the returned device indicated the hip stem fractured in fatigue with the final fracture occurring in overload with no identifiable materials or manufacturing discrepancies were observed on the surfaces examined for the hip stem.a review of the provided x-rays by a clinical consultant indicated: suboptimal cup position in low inclination with a recessed lower cup rim in a hip with dysplastic characteristics has contributed to bony impingement with fatigue build-up over time until ultimately a fatigue fracture occurred after 20-years requiring revision surgery. Although implant sheets and further medical records were requested, they were not provided, hence, we cannot determine if the polyethylene cup was a stryker device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Customer reported that a revision surgery took place for a broken exeter stem.